Manufacturer narrative:
(B)(4). Batch # v9578w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photo shows a sleeve broken off from the bottom side, inside of a plastic bag. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the trocar sleeve break off in patient? If so, were all parts retrieved from patient? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during a nephrectomy surgery, the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 6/15/2022 additional information was requested, and the following was obtained: please provide more details: did the trocar sleeve break off in patient? If so, were all parts retrieved from patient? Will all pieces be returned with the device? If no, were they discarded? --------- all answers above are unobtainable. Once there is any update, we will update the information.